Event description:
It was reported that during an lar procedure, the first device never closed and the staples did not form with the second device. No further information was provided. Finished manually. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).